Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion procedure consisting of a dlif, laminectomy, and spinal decompression from l4-l5 and using rhbmp-2/acs or puregen on (B)(6) 2011. Following the surgery, patient's pain became worse. Post surgery, the patient was told that the pain was probably due to his hip.